Manufacturer narrative:
One unknown zimmer implant was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the product was not returned. Pre-existing conditions and tooth location were unknown due to limited information provided by customer. However, as per customer, device has been placed for over 30 years. X-ray and picture images were not provided. Appropriate documentation was reviewed. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient has an implant with damaged threads, but did not have any other information. The implant was placed in the 80s or 90s by a different physician . Zb rep came to office and identified part as a spline implant and suggested an 0493 thread tap to clean threads. Tooth location not reported.